Manufacturer narrative:
Lifescan has requested the return of the subject penlet device for evaluation, but has not yet received it. If the penlet device is returned, lifescan will evaluate it and, if either the penlet device does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2008, the lay-user/patient contacted lifescan (lfs) alleging that the one touch penlet plus lancing device has a broken cap. This medical affairs specialist was unable to contact the patient to clarify information from the initial call. The reported issue first occurred in late 2007. It is not known how or if the patient was able to obtain her blood glucose and provide diabetes treatment after the reported issue began. The patient indicated that she did not take any action in regards to diabetes treatment as a result of the reported issue. On two days prior to original date, the patient was admitted into the hospital after she had "high sugar" symptoms. She was initially tested at "200 mg/dl" on the hospital meter upon her admittance into the hospital. The patient was treated with insulin and obtained additional blood glucose readings of "160 and 170 mg/dl" on a hospital meter. The patient was discharged from the hospital on four days later. It would have been helpful to know the patient's testing frequency and the diabetes medical regimen, what were the patient's specific "high blood sugar" symptoms, was the patient able to obtain any blood glucose reading after late 2007, and what the hospital's diagnosis was when the patient was admitted into the hospital. During troubleshooting, the broken cap issue was not resolved. This complaint is being reported because the patient claimed she experienced "high sugar" symptoms and was treated with insulin at the hospital after the reported issue began. Replacement products were sent to the patient.